Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake and a touch contamination occurred. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, patient was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The cause of the peritonitis was patient made mistake/touch contamination. The patient recovered from the peritonitis event.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.